Event description:
The customer reported an elevated troponin I (access accutni+3) result for one (1) patient involving the access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the patient sample on the same access 2 immunoassay system and obtained a similar elevated result that was within the same clinical category. The patient's sample was then analyzed on an alternate methodology (abbott architect) which produced a lower result within the normal reference range. There was a report of a change in patient treatment associated with this event as the patient was admitted to the hospital in association with the elevated troponin I (access accutni+3) results obtained. Quality controls (qc), calibrations and system check parameters were recovering within expected ranges at the time of the event. The sample was collected in a lithium heparin plasma tube and was centrifuged for four (4) minutes at 3,400 rpm (revolutions per minutes). The customer noted the integrity of the sample appeared to be normal. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the customer's instrument.

Manufacturer narrative:
The customer did not supply the patient's birth date or weight. The troponin I (access accutni+3) reagent was not returned for evaluation. The beckman coulter (bec) field service engineer (fse) evaluated the instrument and did not find any evidence of an instrument malfunction. All verification testing passed within instrument and assay specifications. In conclusion, the cause of the event cannot be determined with the available information.